Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with no delivery alarm. The customer's blood glucose level at the time of incident was 88.2mg/dl. It was reported that the alarm was resolved by complete set change. It was reported that the site was the issue. It was reported that the customer would call back if issues persist.